Event description:
Related to MFR report # 2183959-2012-02513. Related to MFR report # 2183959-2012-02512. It was reported by the plaintiff's attorney that on or about (B)(6) 2009 the plaintiff was implanted with a sparc sling system "to treat her pelvic organ prolapse and urinary incontinence". It was alleged that the plaintiff "has suffered severe and permanent bodily injuries and significant mental and physical pain and suffering", "has sustained permanent injury, has undergone medical treatment", "will likely undergo corrective surgery and hospitalization", and has had other injuries. It was also alleged that "in many cases, including plaintiff's, the women have been forced to undergo extensive medical treatment, including, but not limited to, operations to locate and remove mesh, operations to attempt to repair pelvic organs, tissue, and nerve damage, the use of pain control and other medications, injections into various areas of pelvis, spine, and the vagina, and operations to remove portions of the female genitalia".

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a f/u report will be sent.